Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient who was receiving dilaudid (concentration of 25 at a dose of 8) via an implantable infusion pump for complex regional pain syndrome type I and spinal pain. It was reported that the patient was not getting pain relief post pump replacement. The hcp gave two boluses at 0.5 mg separated by two days. The patient did not have any relief. The catheter was replaced. The catheter issue that led to the catheter replacement was not reported. The issue was resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient complained of not getting relief since the patient's pump replacement surgery on (B)(6) 2018, so the hcp gave the patient two boluses without relief. The patient wanted the catheter replaced, so the hcp revised the catheter. It was unknown if the patient had cerebral spinal fluid (csf) flow at the replacement, which was the only possible issue the device manufacturer representative could think of with the catheter. However, the device manufacturer representative stated that since the hcp lowered the dose from 8 to 7 with the assumption that the patient was receiving medicine, it was not likely the case. The catheter was revised and tied off intrathecally. No further complications were reported.